Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿numbers and letters on the pump were flipped upside down and enlarged.¿ there was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2018 with the following findings: on investigation the pump powered on to the verify screen without any evidence of numbers/letter being enlarged or flipped upside down. Investigation did not duplicate the complaint.